Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that after printing the carelink report, they realized that the insulin pump had delivered 2.0 units twice in twenty minutes. Troubleshooting was performed. The bolus history showed multiple times the device had delivered insulin without the customer input. No further information was provided.